Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and the error was resolved, allowing the caller to successfully start their sensor session.